Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 50 mg/dl while discussing damaged transmitter. Customer treated low blood glucose with ice cream. Customer declined troubleshooting.